Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Manufacturer narrative:
The insulin pump alarmed motor error during basic occlusion test due to loose /flush drive support disk. The motor was tested outside the insulin pump and passed. The insulin pump received with cracked case at the display window corner, minor scratched lcd window, scratched reservoir tube window, cracked belt clip slot, cracked battery tube threads and cracked reservoir tube lip.

Event description:
It was reported that the customer had a motor error alarm as he tried to deliver a dua wave bolus on the insulin pump. The customer's blood glucose level was 150 mg/dl. The customer was assisted on how to clear the insulin pump and advised to disconnect the pump. The pt was advised after the troubleshooting was performed to discontinue to use of the insulin pump and revert to backup plan. The customer was advised to return the insulin pump and we will send a replacement.